Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that entrapment occurred during a percutaneous transluminal angioplasty . Vascular access was gained via the right femoral artery. The 80% stenosed, 50mmx3mm, concentric, de novo target lesion was located in the mildly calcified anterior tibial artery. The physician wiped the hydrophilic coated (distal section) of the victory 14 guidewire prior to initial use. The guidewire and rubicon 14 support catheter were flushed with saline. The physician was utilizing the guidewire and catheter; however after approximately one minute, the guidewire stuck inside the support catheter. Approximately 4-5cm of the guidewire was outside of the support catheter's distal tip. The physician pushed and pulled the guidewire but it didn't move at all in any direction. Both the rubicon and victory were removed from the patient. The procedure was completed with another of the same devices; however resistance was felt. No patient complications were reported and the patient's status was stable.